Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after a threshold test, the time between ending the test and the device resuming pacing took up to three seconds. The field suspected the device took longer than expected to start pacing again. The patient was pacemaker dependent and was mildly symptomatic due to the delay. No intervention was performed and the device remains implanted and in service. No adverse patient effects were reported.